Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077911/7087771.

Event description:
It was reported that the patient had infection at the ipg pocket site. The physician believed that the infection was due to the incision not healing and continuing to bleed. It was also believed that the bleeding was brought by patient leaning forward. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively and the explanted products were not returned.